Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10.0 x 40 x 135 cm express ld vascular stent was advanced for treatment. The stent was placed inside the patient, and the balloon was prepared for dilation. The working pressure was set to 10, but the balloon could not be dilated beyond a pressure of 9. Upon removal, it was found that the balloon had burst. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and severely calcified pulmonary artery. It was determined that patient anatomy did not contribute to the reported event. Additionally, patient factors and procedural factors were not found to have contributed to the incident.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: good faith effort attempts were made to try and retrieve the additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 10.0 x 40 x 135 cm express ld vascular stent was advanced for treatment. The stent was placed inside the patient, and the balloon was prepared for dilation. The working pressure was set to 10, but the balloon could not be dilated beyond a pressure of 9. Upon removal, it was found that the balloon had burst. The procedure was completed with another of same device. There were no patient complications as a result of this event.